Manufacturer narrative:
Tandem¿s user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down due to normal battery depletion. Additionally, it was reported that a minimum fill message occurred after the customer attempted to reload the supplies with an unspecified insulin amount and that the customer had incompatible supplies (infusion set/cartridge). Customer's blood glucose (bg) was 565 mg/dl which was addressed by loading a new cartridge and resuming insulin delivery.